Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the trapezoid basket was used in an attempt to crush a 1.5cm stones, however the basket wire broke. The handle cannula detached, and the sheath kinked, as seen in the provided photo. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket breakage imdrf device code a0501captures the reportable event of handle cannula detached. Block h10: the device was not returned for analysis, a photo provided by the customer revealed that the sheath was kinked. The reported complaint was not confirmed. Based on the event description and information provided by the customer there is not enough evidence to determine if the handle cannula is detached or if the basket wires are break. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket breakage. Imdrf device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that one lithotripter basket was returned for examination. The working length and basket were in good condition, and the cannula was confirmed to be intact. The reported complaint was not confirmed; however, the side car rx was torn and pushed back. Based on the event description and information, the damage to the device may be attributed to user manipulation and/or techniques used during the procedure, particularly during the insertion or withdrawal of the guidewire. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the trapezoid basket was used in an attempt to crush a 1.5cm stones, however the basket wire broke. The handle cannula detached, and the sheath kinked, as seen in the provided photo. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the trapezoid basket was used in an attempt to crush a 1.5cm stones, however the basket wire broke. The handle cannula detached, and the sheath kinked, as seen in the provided photo. No patient complications were reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of basket breakage. Imdrf device code a0501captures the reportable event of handle cannula detached.